Event description:
Additional information received from a manufacturer representative reported the implantable neurostimulator (ins) was programmed to 2-, 1+ at 3.3 v, 90 usec, and 145 hz on program 1 and 5-, 6-, 4+ at 3.3 v, 120 usec, and 145 hz on program 2 after implant. Amplitude was increased to 3.4v on (B)(6) 2014, to 3.5v on (B)(6) 2014, and 3.6v on (B)(6) 2015 on program 1. On program 2, amplitude was decreased to 3.0v on (B)(6) 2013 and then increased back to 3.3 on (B)(6) 2013. The rate was changed from 145 to 150 hz on both programs on (B)(6) 2013. No impedance values were available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) reached end of service (eos) before its due date. The ins was implanted for three years and one month. The cause of the event was unknown. A revision was done and the ins was explanted and replaced. Following the revision, the issue was resolved.